Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The physician elected to cap the lv lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.